Manufacturer narrative:
(B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
It was reported black spots were present on thirty (30) dressings. Photos depicting the reported complaint issue were provided by the complainant.

Event description:
To date no additional patient or event details has been received.

Manufacturer narrative:
A review of the last three (3) product monitoring review¿s (pmr) for trends did identify an adverse trend during the most recent pmr for spots on duoderm product. A non- conformance has been raised. The historical complaint data from (B)(6) 2016 to (B)(6) 2018 was reviewed as it relates to reports for product number (B)(4). A total of two (2) complaints, including this one, were reported. This issue will continue to be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).